Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 20 july 2023, a 24mm amplatzer septal occluder was chosen for implant using a 10f amplatzer torqvue delivery system. During deployment, the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. A new 26mm amplatzer septal occluder was chosen. The patient remained hemodynamically stable throughout the procedure. The patient was reported as ok.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Per the instructions for use, the recommended size delivery system for use with a 24 mm amplatzer septal occluder is an 9f. A 10f sheath was used to deliver the device. One image received appeared to show device deformed into cobra shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. However, deformation is consistent with use of larger delivery sheath.